Manufacturer narrative:
This report is submitted on august 7, 2020.

Event description:
Per the clinic, the patient sustained a head trauma which reportedly affected the internal electrode array. The device was explanted (B)(6) 1997. The patient was re-implanted with a new device during the same surgery.